Manufacturer narrative:
A ge service rep performed an onsite investigation. The power distribution connections and connectors to the gib ffb pcb assemblies were evaluated and the reseated. The ps1 voltage was also optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.